Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden drop in shock impedance measurements overnight from 106 ohms to a low out-of-range shock impedance measurement of 16 ohms. Technical services (ts) recommended further evaluation. Additional information received reported that the patient was seen in clinic and serial impedance measurements were in the 105-110 ohms range with no drops noted. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden drop in shock impedance measurements overnight from 106 ohms to a low out-of-range shock impedance measurement of 16 ohms. Technical services (ts) recommended further evaluation. Additional information received reported that the patient was seen in clinic and serial impedance measurements were in the 105-110 ohms range with no drops noted. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported. Additional information received reported that stored episodes contained noise with oversensing. The patient was seen in clinic for evaluation, however was unable to do full range of motion testing due to a torn rotator cuff from picking up a bag at the airport. The field representative and technical services (ts) discussed possible causes and options for troubleshooting a potential lead issue. It was noted that shock impedance measurements remained stable in the 100 ohms range. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a sudden drop in shock impedance measurements overnight from 106 ohms to a low out-of-range shock impedance measurement of 16 ohms. Technical services (ts) recommended further evaluation. Additional information received reported that the patient was seen in clinic and serial impedance measurements were in the 105-110 ohms range with no drops noted. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported. Additional information received reported that stored episodes contained noise with oversensing. The patient was seen in clinic for evaluation, however was unable to do full range of motion testing due to a torn rotator cuff from picking up a bag at the airport. The field representative and technical services (ts) discussed possible causes and options for troubleshooting a potential lead issue. It was noted that shock impedance measurements remained stable in the 100 ohms range. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this right ventricular (rv) defibrillation lead was seen in office for further evaluation, and noise was reproducible with isometrics. Subsequently, this rv lead was surgically abandoned and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was also replaced during this procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.